Event description:
The nurse capped the ng tube with the anti-reflux valve. The white end of the valve was placed into the clear end of the ng tube and the blue end of the valve was in the blue ng pigtail. When staff tried to remove the valve from the ng tube so that it could be re-connected to suction, the valve was stuck. Staff secured the ng tube with one hand and pulled on the valve with the other hand in the opposite direction. The white end of the valve cracked off inside the ng tube. The cracked portion of the valve could not be removed. The ng tube was removed and a new tube was inserted.the manufacturer was notified by telephone.